Manufacturer narrative:
The initial MDR 2432235-2021-00266 was filed 28-oct-2021. Corrected information (23-nov-2021): section d4 serial # and unique identifier (UDI) # were corrected. Additional information (23-nov-2021): siemens reviewed instrument data, including an atellica instrument health report, and found there were errors related to an autocheck procedure. It was noted that a predictive service and maintenance (psm) alert psm_atellica_alarm_1027400600 totalws1h2o off range was generated. The cause of the falsely elevated high sensitivity troponin I (tnih) test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Manufacturer narrative:
An outside united states (ous) customer contacted siemens to report a falsely elevated high sensitivity troponin I (tnih) patient sample test result was obtained from an atellica im 1600 analyzer. A siemens customer service engineer was dispatched to the customer site to inspect the instrument. Siemens is investigating.

Event description:
A falsely elevated high sensitivity troponin I (tnih) patient sample test result was obtained from an atellica im 1600 analyzer. The initial test result was reported to physician(s). The same sample was then tested on an alternate instrument atellica im 1600 analyzer with a lower test result being obtained. This result was reported as the correct result to the physician(s). A second sample was taken from the patient and tested on an alternate atellica im 1600. The test result was aligned with the lower test result from the first sample and reported to the physician(s). A third sample was taken from the patient approximately three hours after the first sample and tested on an alternate atellica im 1600 analyzer. The test result was aligned with the lower test results from samples 1 and 2. The test result from the third sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, tnih patient result.